Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she has been experiencing high blood glucose for two weeks. The blood glucose levels have been in 300 to 400 mg/dl range. Customer has been thirsty, tired and blurry vision. The blood glucose reading at the time of the event was 389 mg/dl. Customer stated that she was at physician's office and was told to go hospital. Customer was treated and released. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.